Manufacturer narrative:
This report is being submitted as a correction to the event date was made. According to the field representative, the lead safety switch (lss) occurred about a year prior to the replacement of this lead. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this pacemaker system exhibited a lead safety switch (lss) due to high out of range pacing impedance measurements on the right ventricular (rv) channel, measuring greater than 3000 ohms. As a result, this rv lead was capped and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this pacemaker system exhibited a lead safety switch (lss) due to high out of range pacing impedance measurements on the right ventricular (rv) channel, measuring greater than 3000 ohms. As a result, this rv lead was capped and replaced. No additional adverse patient effects were reported.